Event description:
The patient reported in 7/04 that their meter kept giving them the apply sample symbol. This issue was not resolved with troubleshooting. They were walked through retesting with a new test strip and a sufficient sample size with correct technique. The issue still persisted. They were unable to get the meter to countdown. The patient did contact a medical professional for advice, but did not receive any treatment. There is no further clinical information provided. This case is reported as a meter malfunction since the issue was not resolved.